Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 24-jun-2023. The device evaluation was completed on 30-jun-2023. It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thrombus/clot issue occurred. It was reported that during a procedure, the vizigo¿ sheath had a clot in the hub. To troubleshoot, the biosense webster inc. (Bwi) representative tried to pull the clot out with a syringe without resolution. They then tried flushing the sheath without resolution. The vizigo¿ sheath was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection of the device was performed following bwi procedures. Visual analysis revealed remaining blood inside the hub and the hemostatic valve broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. In addition, the device was received with the tip wrapped in a wool clot. The blood inside the hub could be related to valve broken. A device history review was performed for the finished device 00002192 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the broken hemostatic valve. Investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: luer valve (g0413502) were selected as related to the blood inside the hub. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thrombus/clot issue occurred. It was reported that during a procedure, the vizigo¿ sheath had a clot in the hub. To troubleshoot, the biosense webster inc. (Bwi) representative tried to pull the clot out with a syringe without resolution. They then tried flushing the sheath without resolution. The vizigo¿ sheath was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not detach from the sheath. No air entered the patient¿s body. No treatment required. The thrombus/clot issue is MDR reportable to the FDA.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002192 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001290114